Event description:
During a double coronary artery bypass graft procedure, one heartstring seal cracked while loading into the delivery tube. For both grafts, the surgeon noticed during removal that the seals were stitched in. The surgeon re-did the anastomoses using replacement heartstring seals. No other patient complications were reported.